Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed, that it was functioning properly and passed all functional testing. After testing, it was concluded, that the device operated within specifications. P-cap locked in place properly, during testing. Unit passed, displacement test. Unit was received, with cracked retainer, cracked keypad overlay at select button, scratched case, battery tube threads-cracked, label damage (stained and ripped), pillowing keypad overlay, broken belt clip rails, keypad overlay texture damage and missing display window/cover. In summary, customer allegation for cosmetic damage was confirmed, during visual inspection when cracked retainer ring was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage retainer ring damage. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. The customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1715k was requested and customer response was the device will be returned.